Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the site was experiencing an issue while in navigation. The site noted that the coronal view of the image was completely black. The sagittal and axial views were showing as expected. Technical services (ts) recommended to the representative to have the site recenter. It was also recommended to have the site ensure there are no instruments tracking in the field. When the representative saw the images, he noticed that the surgeon was navigating on a registration that was significantly off and not accurate. The surgeon did not wish to re-register and continued with the surgery. The registration appeared as 3 cm off. Technical services (ts) believed it was likely that the inaccurate registration could be the root cause of the black coronal image. There was a reported delay of 5 minutes and no impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a functional endoscopic sinus surgery (fess). Patient demographics were asked but not given. There was a 5-minute delay. There was an inaccuracy of 3cm off and there was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis h11 auto-populates with, ¿continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h3, h6 updated to reflect software analysis. Codes previously reported for the system checkout remain applicable to the system checkout. H3 corrected to yes to reflect system checkout. D10 and continuation of d10 in h11 is corrected as previously omitted in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.